Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy to a patient. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy to a patient. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's ECG connector to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.